Manufacturer narrative:
Should have been mentioned in intial MDR. On (B)(6) 2018 the lens was explanted due to low vaulting and lens rotation. (B)(4)

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens and residue on the lens surface. (B)(4).

Manufacturer narrative:
Patient code: (B)(4), secondary surgical intervention, explant and exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -12.0/+2.5/92 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2018 the lens was explanted due to low vault . The lens was exchanged for a longer length lens and the problem was resolved.